Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day following the device implant the patient experienced swelling of the right groin and some mild pain. Ultrasound revealed both iatrogenic pseudoaneurysm of the superficial femoral artery and arteriovenous (av) fistula. The patient underwent pseudoaneurysm injection with ultrasound guidance and thrombin injection and repair of superficial femoral artery with a running suture. The investigator considered the event related to the implant procedure and the introducer. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.